Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced to the lesion. The balloon was inflated however on the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with blood and contrast in the lumen. The balloon was tightly folded. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole burst in the balloon material, 15 mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection found no irregularities with the bond of the device. Microscopic inspection found no irregularities or defects to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced to the lesion. The balloon was inflated however on the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.